Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited a non-removeable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video and imaging signal chain was evaluated and a loose connection was identified. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.